Event description:
During insertion of a (sds) stent delivery system via a non-cordis guiding catheter, friction was felt, and the sds became stuck in the guiding catheter. Therefore, add'l torquing was applied to the sds, and the stent became dislodged within the guiding catheter. Since the stent was dislodged, the guiding catheters, sds, stent, guidewire were all removed as a unit. A different cypher stent and two bms were implanted with the same guiding catheter and the procedure was completed without any adverse events.